Manufacturer narrative:
Investigation summary no samples from lot 4247510 were returned. 10 samples from lot 4247510 were inspected and no defects were identified in molding, sub-assembly, or filling processes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd preset¿ eclipse¿, blood leaked past the stopper on an unspecified number of units, requiring recollection of the sample. No adverse impact was reported regarding the patient or us

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd preset¿ eclipse¿, blood leaked past the stopper on an unspecified number of units, requiring recollection of the sample. No adverse impact was reported regarding the patient or user.